Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, event description:unk, this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -6.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021.the lens was removed and replaced with a longer length lens due to low vault within the same surgery. This replacement resolved the problem. Cause of event was unknown, the reporter stated " the lens size recommended by ocos did not fit the patient."